Manufacturer narrative:
In response to FDA report number mw5077605. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and "open wounds." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "pain directly on breasts, numbing pain going down my arms into my hands, suspect a rupture, open wounds," and "rashes on breasts." Device remains implanted.